Event description:
Pump says: check IV set and pump is not working. Biomedical assessment: constant "check IV set" alarm caused by a defective upper pressure sensor. Unit sent to alaris for repair. Unit returned to hospital a month later with both the upper and lower pressure sensors replaced. Unit returned to service.